Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pre-implantation, and leak testing. However, the valve did not meet the requirements for reflux and pressure-flow testing. There was proteinaceous debris observed within the interior and the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there was a faulty device. According to the report, another device was used during the procedure.